Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 139256, item name: m2a-magnum insert, lot #: 327150, item #: 103202, item name: taperloc femoral stem, lot #: 894900, item #: us157850, item name: m2a-magnum cup, lot #: 481300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02124.

Event description:
It was reported patient underwent left hip revision approximately nine years post-implantation due to pain, metallosis, fluid build-up and osteolysis. Attempts have been made and no further information is available.

Event description:
It was reported patient underwent left hip revision approximately nine years post-implantation due to pain, metallosis, fluid build-up and osteolysis. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.